Event description:
A malfunction alarm was reported by the customer, identified as "malf 0." The customer's blood glucose level was reported to be 11.4 mmol/l, which is within the normal range. The customer had not reported or reset the pump for this malfunction within the last 24 hours, so technical support provided pump reset information and assisted with resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.